Event description:
It was reported that during a "tvt" procedure, the mesh on the second needle separated from the needle. This occurred while the needle was being passed through the abdomen. Another device was used to complete the procedure.